Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during routing f/u the device showed post paced t wave oversensing during the threshold test. Upon investigation, it appeared that the pt had two morphologies for paced events. The device was reprogrammed and the pt will continue to be monitored.